Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon was perforated. No patient injury is reported.

Manufacturer narrative:
Device evaluation summary: the nanocross 0.014¿ otw pta balloon dilatation catheter was received for with the balloon chamber in a post inflation profile and white crystalline residue within the inflation pathway. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the dilatation catheter. A 0.014¿ guidewire was loaded with ease through the distal tip of the dilation catheter and navigated out the proximal hub luer lock. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and a vacuum was pulled: a continuous stream of small air bubbles entered the syringe. The stream of air bubbles indicates communication of the environment and the inflation lumen pathway/balloon. The water filled syringe was pressurized and the balloon chamber was filled; a small pin hole leak was noted near the distal radiopaque marker band. If information is provided in the future, a supplemental report will be issued.